Event description:
It was reported that a vns patient is experiencing an increase in seizure activity. The patient had the generator replaced about a year ago, and the physician has indicated that he has done all he can as far as adjusting the patient's settings and medications. It was not indicated if any interventions will be taken to address the increase in seizures. Good faith attempts to obtain add'l info from the treating physician have been unsuccessful to date.